Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, ans was informed that the patient died. The implanting physician was contacted and stated that he was unaware of the cause of death. The doctor also mentioned that the patient did not have any known or obvious complications with the scs system. Ans also contacted the patient's primary physician but was unable to receive any additional information.